Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed critical pump error during an infusion set change. Customer's blood glucose reading was 180 mg/dl. It was included in the report that the customer was hospitalized. However, the root cause of the hospitalization was not mentioned. Customer reported that the pump error issue remained unresolved after the battery was changed. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump was received with a critical error. A pump error 35 was found in the formatted history file due to a force sensor zero off set out of specification. The pump was received with minor scratches on the lcd window and case.